Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2209959. D4. Medical device expiration date: 31jul2027. H4. Device manufacture date: 19aug2022. D4. Medical device lot #: 2273054. D4. Medical device expiration date: 30sep2027. H4. Device manufacture date: 21oct2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle went through 4 boxes of the bd insyte¿ autoguard¿ shielded IV catheter. The following was received from the initial reporter: we have the following product that is defective.

Manufacturer narrative:
A device history record review was completed for provided material number (B)(4) and lot numbers 2209959 and 2273054. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) samples and one (1) picture sample were returned for evaluation by our quality team. Through examination of the samples, the needle was found through the catheter component. Although no issues were identified during the production process, it is most likely that the observed defect resulted from an improper adjustment of the manufacturing station; causing the fittings to not be adjusted for catheter length and the vision system to be not properly configured. Further investigation and actions for the issue of needle through catheter will be conducted through a corrective and preventive action plan initiated.

Event description:
Additional info from customer: 07-sep-2023 4 boxes (50/box) of 22g catheters (we removed all catheters from use) reported on aug 31,2023 no adverse effects that we know of.